Event description:
Edwards received notification from argentina that a 71-year-old patient with a valve model 7300tfx25 implanted in the mitral position was placed under consideration for a valve-in-valve procedure after an implant duration of one (1) month and fifteen (15) days due to restricted motion of one leaflet leading to severe mitral insufficiency. The patient presented with dyspnea and heart failure. Reportedly, the patient was still under evaluation for a potential transcatheter re-intervention.

Manufacturer narrative:
Corrected data in section h6 (impact code): "4629 - device revision or replacement". Replaces "4625 - additional surgery". Added information to section h6 (type of investigation). Updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The subject device was not returned for evaluation as it is still implanted, and no medical records were provided. Echocardiogram videos were provided. Per imaging evaluation, "echo video 1.mp4: tte long axis view of mitral/aortic valve. Mitral surgical prosthesis in-situ, with restriction of the 'posterior' leaflet. There appears to be a small, mobile echo-genic structure in the la, possibly attached to the surgical valve frame. No color doppler or hemodynamic tracing available. Echo video 2.mp4: tte color doppler of the mitral valve prosthesis showing significant mitral regurgitation. Qualitative assessment, the regurgitation grade is more than likely severe. Conclusion: provided echocardiography video clips show a mitral valve prosthesis with restricted leaflet motion and severe regurgitation. There appears to be a small, mobile echo-genic structure in the la, possibly attached to the surgical valve frame." Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. An edwards defect has not been confirmed.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review showed that this device passed all manufacturing inspections prior to release. No non-conformances were identified that could be related with the reported event. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from argentina that a 71-year-old patient with a valve model 7300tfx25 implanted in the mitral position was placed under consideration for a valve-in-valve procedure after an implant duration of one (1) month and fifteen (15) days due to restricted motion of one leaflet leading to severe mitral insufficiency. The patient presented with dyspnea and heart failure.